Event description:
The customer reported when plugged into main power the unit goes from having main power to battery power and continues to switch. There was no patient involvement. The customer spoke to a remote service engineer (rse) and stated he had already replaced the power cord, but it continued to do the same thing. Then he tested the unit and could not duplicate the issue. He dropped the unit about 1 inch to create movement and see if the issue was returned. It is operating fine. He will check the ac volts coming into the power supply and the 24 dc volts from the power supply going to the power management (pm) pcba. He verified the 24 dc volts is holding at 24 dc volts. The customer responded back to the rse and stated he continued testing the unit but could not get the unit to fail the way it was failing before. Even with rse suggestions, the customer could not get the unit to fail. Just to be safe, the customer ordered a new ac inlet for the unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened, and a supplemental report will be submitted.